Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead sensing was noted to be "inadequate" on the off table check. Imaging noted apparent ra and rv lead position had moved. The ra and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead sensing was noted to be "inadequate" as both lead showed sensing had decreased on the off table check. The ra lead had noted intermittent undersensing. The rv lead sensing had dropped. Imaging noted apparent ra and rv lead position had moved. The ra and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.